Event description:
Tubing for IV (antibiotic) connecting the IV pump to port-a-cath broke and fell off pump. A small amount of medication dripped on the floor before new tubing applied. The tubing had only been in use 30 minutes prior to breaking.